Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient damaged the silicone jacket of their driveline. A review of the log files revealed that the equipment was operating as intended. The driveline was covered in rescue tape.

Manufacturer narrative:
Section b2: required intervention to prevent permanent impairment/damage was incorrectly selected in previous report. Manufacturer's investigation conclusion: the reported cosmetic damage to the silicone sleeve of the driveline could not be conclusively determined as no photos were provided by the account and no product was returned for evaluation. The afflicted area was covered with rescue tape and the patient remains ongoing on (B)(6) . No further events have been reported at this time. The submitted log file contained data spanning from day 971 hour 18 minute 55 to day 981 hour 8 minute 41, per the timestamp. Throughout the log file the device operated as intended above the low speed limit, and no notable alarms were captured. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas patient handbook contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.